Event description:
Initial result for a pt troponin t was 0.095 ng/ml. When repeated, the result was <0.010 ng/ml. The pt was admitted based on clinical presentation and the positive troponin t result. The field service representative was unable to determine a cause for the discrepant results.